Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the device was explanted due to infection on (B)(6) 2014. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report, october 24, 2014.